Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic inguinal hernia repair procedure a part of the balloon dissector material ripped off and became detached from the unit and fell into the pre-peritoneal cavity. The physician retrieved the displaced part of the balloon out of the patient. The current patient status is alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection noted; the obturator, dissector balloon, trocar balloon and lock collar appeared intact. The sheath on the dissector balloon was disengaged. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged sheath may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.